Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient received multiple shocks for ventricular fibrillation (vf) and therapy exhausted, before the vf converted. When the physician interrogated the implantable cardioverter defibrillator (ICD) the patient was still in a fine vf and the same episode was still in progress. The patient has a left ventricular assist device and some low-level noise was also noted. Technical services noted the option of turning therapy off then back on. However, the physician was going to consider externally shocking the patient so she could sedate the patient and control the timing of shock delivery. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.